Event description:
A caller reported a cgm error. There was no adverse impact to the customer¿s blood glucose level. Technical support provided detailed pump reset instructions and guided the caller through the reset process, resulting in the successful start of the sensor session and resolution of the issue.